Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from meter memory of 63 and 50 mg/dl. The customer stated his results have been low and goes up as well. The customer stated he spoke to his doctor, pharmacist and was advised to call the manufacturer. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. The customer feels well and did not report any symptoms related to low blood glucose. Medical attention is not reported as a result of the actual blood glucose results. During the call on 01/12/2017, a back to back blood test was performed by the customer fasting and produced test results of 64 mg/dl using truemetrix meter and 66 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is 11/25/2016. The customer stated he is on medication for diabetes, but he didn't take today because he is afraid of his glucose dropping too low. Customer also stated he has exercised and has cut out meat from his diet, only vegetables, juice and sometimes fish. The meter memory was reviewed for previous test result history: the 63mg/dl (B)(6) 2017 08:31:00 am fasting: yes, the 50mg/dl (B)(6) 2017 08:36:00 am fasting: yes, the 80mg/dl (B)(6) 2017 06:53:00 pm fasting: yes, the 76mg/dl (B)(6) 2017 06:52:00 pm fasting: yes, the 107mg/dl (B)(6) 2017 07:16:00 am fasting: yes. Customer states he is a new diabetic for past 2 months and his doctor wants his results to be 80-120mg fasting based upon his a1c.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from meter memory of 63 and 50 mg/dl. The customer stated his results have been low and goes up as well. The customer stated he spoke to his doctor, pharmacist and was advised to call the manufacturer. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. The customer feels well and did not report any symptoms related to low blood glucose. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 64 mg/dl using truemetrix meter and 66 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is (B)(6) 2016. The customer stated he is on medication for diabetes, but he didn't take today because he is afraid of his glucose dropping too low. Customer also stated he has exercised and has cut out meat from his diet, only vegetables, juice and sometimes fish. The meter memory was reviewed for previous test result history: (B)(6). Customer states he is a new diabetic for past 2 months and his doctor wants his results to be 80-120mg fasting based upon his a1c.